Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm - foreign matter. On (B)(6) 2025, the patient presented to the hospital for examination due to recurrent abdominal distension and bowel sounds around the umbilicus accompanied by constipation. The physician planned to perform a painless electronic gastrointestinal endoscopy. While preparing to insert a pre-embedded indwelling venous catheter, the nurse discovered a minute foreign object at the needle tip of the unopened sealed indwelling venous catheter. Use was immediately halted, and a new sealed indwelling venous catheter of the same origin, batch number, and model was substituted. No harm was caused to the patient. Subsequent procedures using products from the same batch revealed no similar issues.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample is received for further examination and analysis, and the specific state and position of the foreign matter cannot be identified, so the specific source of the foreign matter cannot be determined. The plant will continue to track and trend for this issue.